Event description:
It was reported that the target lesion was in the right coronary artery that had moderate tortuosity, moderate calcification and a 90% stenosis. Predilatation was performed with a 2.25x15 mm trek dilatation balloon and a 3.0x15 mm xience v was deployed in the lesion. Post-dilatation was performed with the 3.0x15 mm nc trek; however, the balloon ruptured on the first inflation of 10 atmospheres, for 8 seconds. A new 3.0x15 mm nc trek was used to complete the procedure. There was no resistance reported during advancement/retraction of the dilatation balloon in the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide cath: axess, stent: xience v 3.0x15 mm. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.